Event description:
A mayfield infinity skull clamp was applied to a pt who was prepped for a craniotomy. Once the pt's head was pinned and the unit was applied, the physician held the pt's head and tried to tighten the locking mechanism. The locking mechanism was so tight that he was unable to tighten the lock with one hand and required the assistance of another physician. There was no slippage or injury involved and there was no delay in surgery.

Manufacturer narrative:
The device involved in the reported incident has been rec'd for eval. An investigation has been initiated based upon the reported info.